Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to verify battery out limit alarm and perform normal operating currents due to blank display. Also received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported the customer's insulin pump had battery issues. Customer's blood glucose was unknown. It was also found the customer had a battery out limit alarm. No additional information provided.